Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer gets some high blood glucose when eating. Customer stated that his highest blood glucose was around 400 mg/dl. Customer feels that it is not an insulin pump issue. Customer stated that he tends to eat a little too much. Customer was able to correct with no issues and does not have any concerns.